Event description:
It was reported that the pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Attempts were made to contact the customer via email and phone, but there was no answer; as such, no further information was available.